Event description:
Blood glucose result was 499 mg/dl and took 45 units of insulin whereby 45n minutes later symptoms were of feeling weak and getting sick however only ate 1/2 a candy bar. Reporter stated normally takes 65 units of insulin and was in a hurry the day of alleged event so could not take normal amount. It was reported 911 was called and emergency medical technicians (emts) tested glucose and checked vitals but not blood blucose. No treatment reportedly received and evening reading for customer was in the 200s mg/dl. A request was made for the return of the suspect device and replacement product was sent.